Event description:
Per information provided: (B)(6) 2014 - patient was diagnosed with right inguinal hernia thereby underwent open repair with implant of perfix plug (device #1). Per operative notes, ¿the hernia was reduced and a perfix plug (device #1) was placed and sutured.¿ (B)(6) 2014 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with removal of perfix plug (device #1) and implant of perfix plug (device #2). Per operative notes, ¿a large indirect hernia was identified. The previous mesh (device #1) was excised. The hernia contents were reduced and a perfix plug (device #2) was placed and sutured.¿ (B)(6) 2017 - patient was diagnosed with right sided abdominal and pelvic pain thereby underwent CT scan. (B)(6) 2020 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with implant of perfix plug (device #3). Per operative notes, ¿the hernia was identified superior and lateral to the prior mesh (device #2). After dissection of the hernia sac, a perfix plug (device #3) was placed and tacked.¿ attorney alleged that the patient had adhesions, pain, hernia recurrence and emotional injuries. It was also alleged that patient had very large complex tissue around spermatic cord that requires extensive dissection.

Manufacturer narrative:
Based on the information received, no conclusions can be made. Per medical records review, about 6 years post implant of perfix plug, patient was diagnosed with hernia recurrence and abdominal pain. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-feb-2014) is considered to be a best estimate. This emdr represents the perfix plug (device #2). Additional supplemental emdr was submitted to represent the perfix plug (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.